Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had symptoms such as really dry mouth and treated with bolus delivery and manual injection. Customer's blood glucose value was 309 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer reported to have received a no delivery alarm and site was changed. Customer declined high pressure test. Customer also declined further troubleshooting.